Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the steps were taken to resolve the inability to charge and communicate with any external device, patient stated they contacted with representative. It was unknown those issues had ben resolved and no information was available at this time. No further complication and event were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was poor communication. The patient stated they could not get their neurostimulator (ins) to charge. Patient stated she kept seeing two different screens on the recharger (insr). The patient stated she was seeing the check antenna screen and reposition antenna screen. Patient stated the insr kept bouncing back and forth between these two screens. Patient stated it had been since october since she had charged due to a medical issue; patient stated she had some health issues however reported they were unrelated to device/therapy. Troubleshoot was done on the call. Patient was unable to communicate to any other external device. Patient also reported that the patient programmer would not power on and after changing the batteries, it still did not power on. No further complications were reported/anticipated. On 2019-jan-30, (B)(4) (con): additional information form patient was received. Patient stated poor telemetry or no telemetry with recharging. It was taking too long to charge and poor coupling. Patient mentioned pp would not power on. It was noted rep suggested patient get adhesive discs as rep noticed ins recharger (insr) was not getting good contact with the skin. Patient stated she might be got new ins soon as she had ¿major issues¿ including ins ¿not holding a charge at all, it took 2 hours to go halfway and it shut off when it was overheated¿. It was mentioned patient had major issues regarding recharging and not getting good contact with skin. A replacement patient programmer would be sent. No further complication and event were reported.